Manufacturer narrative:
(B)(4). Hemostasis was achieved and verified in the entire surgical field before the conclusion of the procedure. The drain did not function as intended and the patient experienced inadequate suction. The current patient status is stable.

Event description:
It was reported that the patient underwent procedure to repair a hematoma following posterior spinal fusion on an unknown date and a drain was placed. The patient was administered anticoagulant. Following the procedure, the patient experienced hematoma and re-operation was performed for treatment of hematoma. Additional information has been requested.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1394988, batch j1396723, batch j1498240, batch j1400379, batch j1401105, batch j1401866. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Batch # j1394988 mfg date: 12/2013, exp date: 12/2018; batch # j1396723 mfg date: 12/2013, exp date: 12/2018; batch # j1498240 mfg date: 01/2014, exp date: 01/2019; batch # j1400379 mfg date: 02/2014, exp date: 02/2019; batch # j1401105 mfg date: 02/2014, exp date: 02/2019; batch # j1401866 mfg date: 02/2014, exp date: 02/2019.